Manufacturer narrative:
Alleged failure: part of flexible black rubber was found missing. Confirmed failure: cut viton repair mishandling, incorrect articulation. Probable root cause: glue degradation; use error; viton/rubber sheared off by cannula; viton/rubber cut off by user (user error); chipping/peeling of other components; components from scope tip falling off; packaging. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacturer date is not known. (B)(4).

Event description:
It was reported that part of the device was missing, but there was no confirmation whether or not the device broke off inside the patient. No adverse consequences were reported and the surgery was completed successfully with no medical intervention or surgical delay.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available, it will be provided in future reports. (B)(4).

Event description:
It was reported that part of the device was missing, but there was no confirmation whether or not the device broke off inside the patient. No adverse consequences were reported and the surgery was completed successfully with no medical intervention or surgical delay.